Manufacturer narrative:
The product was implanted in the patient and is no longer available for return. Without the return of the device, the reported issue could not be confirmed and the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, the physician successfully deployed and detached the initial smart coil in the target vessel using a handle. The physician then had difficulty detaching the next smart coil using the handle. Although it was observed that the black alignment zone (pet lock) was separated, the smart coil was not successfully detached. After 3 failed attempts to detach the smart coil, the physician broke the distal end of the smart coil pusher assembly and manually detached the coil in the target vessel. Thereafter, the physician opened a new handle and completed the procedure using a seven additional smart coils and eight non-penumbra coils. There was no report of an adverse effect to the patient.